Manufacturer narrative:
Pc-(B)(4). Date sent: 07/18/2019. Additional information received: device unavailable for return.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The DHR for lot 17188 was reviewed. No ncs, reworks, or defects were found. Additional information was requested, and the following was received: what was the date of implant? (B)(6) 2018. Was ph testing performed prior to explant to confirm recurrent reflux? No. After implant, was the device initially effective in controlling reflux? Yes, x 6mos. When did the recurrent reflux begin? (B)(6) 2018. Did the patient have an autoimmune disease? No. Is the patient currently taking steroids / immunization drugs? No. Did the patient have any pre-existing dysphagia or other conditions (other than gerd)? No. How severe was the dysphagia/odynophagia before intervention? Moderate to severe. Did the dysphagia improve after the device was implanted initially? Na. Were there any intra-operative complications during implant? No. Was there any hiatal or crural repair done at the same time as the implant? Yes, small hh repair. Were there any other contributing factors that led to the removal of the device other than the reported dysphagia and gerd? Patient generally ¿nervous¿, several med allergies¿sulfa, codeine, morphine, amitryptiline. Was the device found in the correct position/geometry at the time of removal? Yes.

Event description:
It was reported that a linx device, lxmc15 lot#17188, was removed today at the patient's request due to ongoing gerd and dysphagia. A toupet fundoplication was done.